Manufacturer narrative:
The devices were returned after use with the sheath shaft separated from sheath hub and the shaft was cut open along the entire length of sheath shaft. The delivery system, with valve still crimped on the inflation balloon, was received inserted through sheath hub. The returned device was visually inspected and the following was noted: there was stretching/damage of the inner member on the proximal flare, folds on the inner member, and two punctures on inner member, located near fold points on sheath. There was no material breakage observed, suggesting that the separation was due to slippage of the shaft from the hub. A scratch on distal flap and damage to bilayer (indicating possible interaction with calcification) was also observed. Patient imagery was provided for review and tortuosity and calcification was noted in the patient access vessel. A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. Review of history for the relevant lot revealed similar complaints for the reported event. No manufacturing nonconformances that would have contributed to the reported events were identified during the evaluations. A review of the complaint history from may 2018 to april 2019, revealed other returned complaints for the reported events. No manufacturing nonconformances that would have contributed to the reported events were identified during the evaluations. Instructions for use (IFU) for the edwards axela sheath, device preparation manual, and edwards sapien 3 ultra procedure training manual were reviewed. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The inspections and tests performed support that proper inspections of the devices are in place to detect issues related to the complaint events.   The reported events were confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As seen in the provided imagery, the patient access vessel was tortuous and calcified. Additionally, the patient¿s vessel was reported to have pre-existing abdominal endograft. Calcification and vessel graft can prevent the sheath from fully expanding to allow for the delivery system insertion through sheath. Tortuosity factors could prevent the access vessel from being straightened with a guidewire, allowing the vessel to introduce folds on the sheath inner member and creating difficult bend angles in the insertion path of the thv/delivery system. Use of excessive force/manipulation to overcome the bends may result in puncture of the sheath inner member and cause the sheath shaft to loosen from the sheath housing hub. A second puncture point in the distal part of the inner member suggests that the thv may have been able to overcome the first puncture point with some device manipulation, but ultimately unable to fully pass the sheath, as the decision was made to withdraw the devices. The loosening of the sheath shaft from the hub due to delivery system insertion difficulty could have caused the shaft to separate from the hub during retrieval of the device. Available information suggests that patient factors (calcification/tortuosity/pre-existing graft) and procedural factors (excessive force/device manipulation) may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time.  Since no product non-conformance or IFU/training deficiency was identified during evaluation, and the occurrence rate did not meet the trigger for action, a product risk assessment escalation is not required at this time.  However, per management¿s discretion, a product risk assessment (pra) was previously initiated to investigate the risk regarding axela sheath housing separation.  Additionally, a CAPA was initiated to further investigate the resistance with delivery system complaints and the device separation that was observed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, when inserting the 26mm ultra delivery system with the 26mm sapien 3 ultra valve through the 14f axela sheath resistance was met. A kink was noted at the external to common iliac. Excessive force was applied to the 23mm ultra delivery system with the 23mm sapien 3 ultra valve. During withdrawal, it was noticed that the hub of the axela sheath came off of the sheath and the sheath shaft remained in the patient. Since the patient had a pre-existing abdominal endograft a cutdown was performed before the insertion of the devices. A hemostat was used to remove the devices. Approximately 1 inch of the patient's vessel was on the sheath. A graft was used to repair the artery damage. After the devices were removed it was noticed that struts of the valve were bent and protruding out of the sheath. The surgeon had cut the sheath for removal. A commander delivery system and sapien 3 valve was used to successfully to complete the procedure.